Event description:
Reporter indicated that vns pt has experienced constant hoarseness and pain at the generator site since implant. It was reported that the chest pain was not cardiac-related. Treating neurosurgeon indicated that there were no signs of infection, but that there was a significant amount of scar tissue at the generator site that may be causing the pain. The pt was scheduled for revision surgery due to the pain during which the surgeon planned to relocate the generator. During the revision surgery, the surgeon inadvertently cut the lead while dissecting scar tissue away from the generator. The pt is scheduled for another surgery because a replacement lead was not available at the time that the original lead was damaged. It is not known whether the original vns therapy system was explanted or left in situ. It is not known whether the pt has been diagnosed with vocal cord paralysis.